Event description:
Retained interventional wire in the left main/ circumflex artery during cardiac cath. Patient coded and was taken to surgery for CABG. Patient expired. Retained intracoronary guidewire requiring emergency resuscitation with internal cardiac massage and defibrillation, aortotomy and removal of intracoronary retained guidewire, coronary artery bypass x 3. During angiogram ¿ before taking the final images they tried to remove the last wire. There was minor resistance. On the second attempt the wire came out. However, there was a small piece of the wire that was broken off and remained in the left main into the lad and into the circumflex. On the second attempt the wire came out. However, there was a small piece of the wire that was broken off and remained in the left main into the lad and into the circumflex.